Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient does not think the device is working because they are not feeling anything and not feeling any regularity. The caller noted that they did have one fall since the device was implanted. The caller tried to connect to the ins on their own but was unsuccessful. Agent helped caller connect to the device during the call and increase the stimulation. Agent reviewed with the caller how to change programs. Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.